Manufacturer narrative:
Additional revised component: star total ankle replacement tibial component. Model #: 400-263, lot#: 110602/2074, expiration date: 02/2017, date of implantation: 02/28/2013, date of explantation: 01/20/2014, device manufacture date: 02/2012. Visual examination confirms scratches to surface of tibial component consistent with removal, and insignificant wear on sliding core medical bearing. The DHR for part no 400-142 show no anomalies; the DHR for part no 400-263 lot 110602/2074 note that 2 out of the 40 pieces were discarded and 3 were re-worked; all released parts were within specification.

Event description:
Star total ankle replacement tibial component, and sliding core mobile bearing were exchanged to address heterotopic ossification and medial bony ankle loss. The surgeon re-cut the tibia, exchanged the tibial component and up-sized the sliding coremobile bearing.